Event description:
Implant was placed 1/97. The crown was placed 8/97. In 3/98, edema was detected. Treatment to combat the infection was initiated. At the end of 30 days, in consultation with another specialist, the decision was made to remove the implant. It was removed 4/98 due to infection.